Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6216921, medical device expiration date: 05/31/2017, device manufacture date: 08/03/2016, medical device lot #: 6090795, medical device expiration date: 01/31/2017, device manufacture date: 03/30/2016. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes are over filling. No serious injury or medical intervention.